Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump kink resistant tubing (krt) passed visual inspection. The pump passed visual inspection, leakage and functional test. Based on this information, the reported allegations were unable to be confirmed.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later, a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump explanted and replaced. No patient complications were reported.